Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the flex video scope tested positive for 3 colony forming units (cfus) of streptococcus salivarius. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 2 cfu. Bacterial identification :micrococcus. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 1 cfu. Bacterial identification :micrococcus luteus/lylae. Summary: the device was culture tested positive by the customer. The device was tested positive by olympus, therefore the user request was confirmed. After decontamination, the device was tested positive again. A replacement of all channels as part of preventive maintenance was performed. After the replacement of contaminated components, the device was tested negative. As per investigation notes, after the replacement of contaminated components, the device was tested negative, device tested and passed required specifications. The olympus hygiene microbiological investigation (hmi) results are within the acceptance criteria according to olympus standard. Based on the results of the investigation, a definitive root cause of the reported event could not be determined. The most probable cause could be due to use handling issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.